Event description:
Second revision surgery - due to the pt dislocating when she came in for f/u. There surgeon swapped out the glenoid head and socket insert for a 44mm. There was no failure from the components. Reference first revision surgery (B)(4); date of surgery (B)(6) 2013.